Manufacturer narrative:
No evaluation was performed due to subject device not being returned. Review of the device history records was performed which confirmed no inconsistencies. A complaint history review did not identify additional complaints for the associated lot number. Reportedly, there were no internal processing issues that would contribute to the nature of the issue: t implants deployed in tandem. Per results of the investigation, no root cause could be determined. At this time, no further investigation is warranted. (B)(4).

Event description:
During a meniscal repair procedure utilizing the fast-fix 360 curved needle delivery system, it was reported that both t implants deployed in tandem instead of separately as intended. A back up device was available. It was reported that no t implants from complained device were left in the patient. The procedure was completed with no patient injuries or complications. (B)(4).